Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had great results for the first 48 hours and after that time their results got worse and ended up about day 4 or 5 worse than before they had the procedure. Patient stated one night they could not urinate before they went to bed and woke up at 3am needing to urinate and still could not, which had never happened before. Patient also stated it took them 48 hours to get to a human to say they were having these issues and that was when the manufacturer person from doctor's office called them and walked them through and changed the programs and adjusted it. Patient mentioned they were having a follow up appointment with their doctor's office tomorrow. Agent reviewed therapy information and general programming guidance with the patient. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persisted. This included patient mentioned they were surprised at how outdated the equipment was, the phone takes forever to turn on the device and it searches so many times before it finds it. Agent sent email with video resources and helpful information.